Event description:
Pt reports the pump delivered 4 bolus doses by itself, resulting in severe hypoglycemia. Pt. Recovered with no apparent permanent injury. A review of the pump's memory shows a series of 4 boluses in an increasing dose pattern over about 30 minutes. Pt did not initiate these 4 doses. The pump was sent to the manufacturer. Their testing failed to identify any performance anomalies, and they stated the device passed all tests.